Event description:
User facility reported that the product was in use for seven days when on (B)(6) 2011, a discharge of pus was found at the infusion site. The needle was removed from use and the discharge was cultured. The discharge was positive for (B)(6). On (B)(6) 2011, the patient became febrile and started to be prescribed a course of antibiotics. The doctor continued to change the needle once a week and clean the affected area with isodine.

Manufacturer narrative:
Evaluation summary: one used device was returned for evaluation. The device was fully intact, no failure was detected and the product was within specification. The lot number was not reported as such we were unable to review the device history record.